Event description:
It was reported that the inflatable penile prosthesis (ipp) had been working well, but the pump had become tethered to the tissue. The patient also showed signs of the skin wound breaking down. The ipp pump was replaced following excision from the adhesions. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had been working well, but the pump had become tethered to the tissue. The patient also showed signs of the skin wound breaking down. The ipp pump was replaced following excision from the adhesions. No further patient complications were reported.